Manufacturer narrative:
Product ID 3093, lot # va026j9, product type lead. (B)(4).

Event description:
It was reported that during implant, the impedances were >4,000 ohms on all combinations using electrode 0. The lead was replaced and the issue persisted. The battery was then replaced and the issue resolved. Additional information received on (B)(6) 2012 reported that the cause of the issue was not determined. It was reported that the patient was "fine."

Manufacturer narrative:
Analysis of the implantable neurostimulator (ipg 3058 interstim ll, serial #(B)(4)) found its setscrew had been backed out too far. Analysis of the lead (quad lead-sns, tined, extended e, lot #va026j9) found no anomaly.